Manufacturer narrative:
The cause of the adverse event could not be determined with the available information.

Event description:
As reported by the surgeon: the patient underwent an interbody fusion procedure with placement of an optimesh device with bone graft on (B)(6) 2020 without incident. The patient complained of pain and a CT scan showed bone graft in the central canal and exiting foramen. The surgeon opted to reoperate on (B)(6) 2020. During the reoperation the bone graft was easily removed with suction and the optimesh device was easily removed from the disc space with a pituitary rongeur. A different interbody fusion device was implanted and the reoperation was completed as intended and without patient consequence. The surgeon reported on (B)(6) 2020 that the patient's symptoms caused by the graft in the canal were gone and the patient was doing well.